Event description:
Patient had mobility, implant was placed and removed the same day by the dentist. Attempt extraction and immediate implant placement. Small amount of bone before missing sinus. Could not achieve primary stability.